Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: product ID: g7 vit e neutral lnr 36mm g, catalog #: 30103607, lot #: 64374728. Medical product: bone screw self-tapping 6.5 mm dia. 30 mm length, catalog #: 00625006530, lot #: 64438707. Medical product: arcos 17x150mm spl tpr dist, catalog #: 11-300817, lot #: 576470. Medical product: arcos brch sz a hi 60mm, catalog #: 11-301111, lot #: 174250. Medical product: g7 osseoti 4 hole shell 58mm g, catalog #: 110010247, lot #: 6627170. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2020. Subsequently, patient was revised on (B)(6) 2020 due to instability. The head and liner were removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2020. Subsequently, patient was revised on (B)(6) 2020 due to instability. The head and liner were removed and replaced.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with these items. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The reported event states revision due to instability. This incident has a maximum severity score of 4 defined in the rmr as life threatening or results in permanent impairment of a body function or permanent damage to a body structure the outcome of the reported event is considered to be within the severity of the rmf. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.